Event description:
Spontaneous communication from patient's husband stating due to ultra site 2 way capless leaking. Consulted on call clinical nurse specialist - instructed patient to change to a new one and if that doesn't stop the leak to go to the ER. Pt requested that we ship "IV connect inv plus" for (B)(6) 2022 if in stock. If not, need to ship more ultrasite 2 way. Order placed. Dose or amount: treprostinil 100 ng/kg/min. No further information is available. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available to be returned for investigation? Unk; did we [MFR] replace the product? Yes; did the pt have a backup product they were able to switch to? Yes; was the pt able to successfully continue their therapy? Yes; reported (B)(6) by pt/caregiver.